Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator exchange. Device interrogation performed prior to procedure revealed high capture thresholds on the right ventricular lead. On (B)(6) 2021, the physician capped and replaced the lead. The patient condition was stable.